Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose was 395 mg/dl. Although the touchscreen was initially unresponsive, during troubleshooting with tandem technical support, the touchscreen responded to presses. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned.